Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device, and verified the customer reported malfunction. The se upgraded the software to the latest revision to resolve the issue. No components were required to be replaced. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that, during patient use, the ventilator was not delivering the correct volume. It is unknown if the patient was transferred to another ventilator. The ventilator is still in use and there is no report of patient harm.